Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for failed back surgery syndrome reported the temporary neurostimulator worked fine, but in order to get the permanent stimulator to work she had to turn it up so high her feet were numb otherwise it didn't work. They kept trying to make adjustments but it didn't help. It was further reported the patient broke their back and had back surgery so they had the implant removed at the same time.